Manufacturer narrative:
Internal report reference number: (B)(4) pen needles were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for bent pen needles. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The test pen needle lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed.